Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, urinary dysfunction/sacral nerve stim. It was reported that the patient called and they said they needed three mris. The caller said their stimulator has been off for two years or more. The patient started having bad falls in 2023. They laid in bed for six months. They lost 106 pounds. They were bed ridden. The patient has lower back pain and needed the mris. About six months ago they fell and it burned/hurt where the implant was located. It hurt for about a month. They couldn't lay on that side. The pain has gone away now. The patient has had about 30 falls.